Manufacturer narrative:
This incident has been recorded under (B)(4). Event date: the event occurred between may 20-21, 2022. The exact date is unknown. Review of the most recent repair record determined the unit was confirmed to not be working properly. The motor speed was unstable, and the cable had contact issues. The motor and plug harness assembly were replaced and resolved the reported issue. It was noted that the unit was last returned for service in may 2019. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during unknown timing the handle doesn¿t work when contacted to any power supply boxes. No harm or delay were reported. Upon evaluation it was noted that the speed of the device was unstable. No adverse event was reported as it relates to this event. No further information is available as diligence was completed.